Manufacturer narrative:
Manufacturer¿s reference number: (B)(4) on (B)(6) 2022 mentor became aware that the device erroneously reflected as not explanted in section b. B5 stated the following: at the time of this report, mentor has received no information regarding explantation or an expected explantation date. B5 should have stated the following: as a result, an explant was performed on (B)(6) 2021. B2. Is other serious- should not have been checked. B2. Is required intervention- should have been checked. Reason for device explant and/or reoperation: device migration, anisomastia, breast pain, and cutaneous contour deformity.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with 375cc mentor memorygel breast implants experienced bilateral device migration, anisomastia, breast pain, and cutaneous contour deformity post procedure. The breast had bottomed out and migrated toward the armpit and there is a divot on both sides of her chest. The patient was treated with capsulorrhaphy. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2021-14150 for contralateral prosthesis report.